Event description:
Information was received from the consumer via a family/friend who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported that they had bought an electric recliner chair for the patient and the patient stated he experienced interference from the electric recliner chair and so had not used it anymore. It was also indicated that the patient was going to have bone scan on the day of the report and they wanted to know if it was okay to have that. Patient services reviewed information from emi table and also reviewed x-ray and ultrasound guidelines.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.